Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. There were no abnormalities were noted during preparation of the sheath. Once the farawave catheter was inserted into the sheath, air was aspirated. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. No leak nor any air were seen in the patient. Pressure bag irrigation method was used for the sheath. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. There were no abnormalities were noted during preparation of the sheath. Once the farawave catheter was inserted into the sheath, air was aspirated. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. No leak nor any air were seen in the patient. Pressure bag irrigation method was used for the sheath. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.